Event description:
(B)(4). Date is an approximation fatigue, loss of energy, cramping even after menstruation, pinching sensation in area of ovaries when bending or stretching, achy body, especially lower legs, irregular cycles (every other month), numbness and or tingling of extremities after sitting or sleeping, moody/irritable, depression, itchy skin, red spots on legs, nausea, sore breasts and pregnancy like symptoms before menstruation, leg cramps, upper back pain and increase in lower back pain, abdominal muscle twitch (phantom flutter kicks), abdominal pain.